Event description:
It was reported via journal article attached that following the implant of an inferior vena cava (ivc) filter, the filter legs penetrated into the bowel. The procedure was indicated due to acute deep vein thrombosis (dvt) and acute pulmonary embolism (pe). A titanium ivc filter was placed. The dvt was treated with therapeutic anticoagulation, subsequent catheter-directed thrombolysis, and left iliofemoral venous stent placement for iliac vein compression syndrome. Eighteen years later, the patient presented with severe lifestyle-limiting abdominal pain that had grown progressively worse over several years. There was no evidence for recurrent venous thromboembolism. The patient no longer required ivc filtration. An axial CT revealed two filter legs had penetrated anteriorly into the adjacent small bowel. There was no other explanation for her abdominal pain. An inferior vena cavogram shows the tip of the previously implanted filter was embedded. A snareover-guide wire loop technique was used to engage the tip, and a 12-f sheath was advanced over the filter apex. Through an outer 14-f sheath, the inner 12-f vascular sheath was advanced over the filter, but the distal legs could not be sheathed despite aggressive force. The inner vascular sheath was exchanged for a 12-f laser-tipped sheath. After laser activation and circumferential tissue ablation, the filter was completely captured within the sheath. There was no injury to the ivc on cavogram images. There was clear evidence of photothermal ablation noted along the severed tissue margins. Because of the prior filter penetration, the patient was closely monitored for postprocedure gastrointestinal complications and none developed.

Manufacturer narrative:
Date of implant: 18 years prior. Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Complaint source : "photothermal ablation with the excimer laser sheath technique for embedded inferior vena cava filter removal: initial results from a prospective study" journal of vascular interventional radiology 2011; 22:813-823, william t. Kou, md et all